Event description:
It was reported patient underwent a revision procedure ten years post implantation due to pain, femoral component loosening, corrosion of implant, metal related pathology and reported loss of sensation in foot. Operative report noted that there was gross metallosis and corrosion on the tibial base plate. Report also noted metal debris within the articular space. The femoral component was grossly loose. All components were explanted, debrided joint of metallosis tissue/synovectomy. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Nexgen tibia component a/p wedged item # 00598800600m lot # 62672916; nexgen stem extension item # 00598801016, lot # 62548446; tm femoral diaphyseal cone item # 00545001930, lot # 61854553; nexgen stem extension item # 00598801022, lot # 37214677; nexgen articular surface item # 00599404014, lot # 62686510; nexgen lcck tm tibial cone item # 00544705631, lot # 62319588; palacos bone cement item # 00-1112-140-01 lot, # 77274365. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Correction: h4. H6: suggested component code: mechanical (g04) - femur. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates the patient reported pain, instability, swelling, and drainage in their left knee, along with steroid injections. An MRI confirmed aseptic loosening and nerve damage causing loss of sensation in half of the left foot due to knee failure and metallosis. A revision surgery addressed aseptic loosening, mechanical failure, and gross metallosis with corrosion at the implant interface and metal debris. All components were revised, the joint was debrided of metallosis tissue, a synovectomy was performed, and new components were implanted following an osteotomy. Soft tissue samples were negative for acute inflammation. The closure involved a pico wound vac and jp drain. The MRI report indicates increased activity surrounding the left knee, particularly around the tibial and femoral components of a revised knee arthroplasty, suggesting complications with the revision. Additionally, there is intense uptake surrounding both the glenoid and humeral components of the right shoulder arthroplasty. The lower lumbar spine shows typical degenerative changes, and the soft tissue contours, kidneys, and urinary bladder appear unremarkable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b7, d2, g1, g2, g3, g6, h1, h2, h10 g2: maude report # mw5163961.